Event description:
It was reported that during the implant defibrillation threshold (dft) test were carried out and ventricular fibrillation (vf) was induced. A 65j shock was successful in reverting the arrhythmia thus an external shock was delivered. There were four successful shocks followed by a fifth shock which was successful in revering the ventricular tachycardia (vt) back to a sinus rhythm. The patient did not have a pulse thus cardiopulmonary resuscitation (CPR) was carried out. When the unsuccessful 65j attempt occurred the boston scientific representative aborted any further attempts of therapy though the device and the screen where the abort option exsisted began to lag after multiple successful diversions of therapy. Due to the lag the representative disabled therapies at the risk of potential delivery of an internal shock due to the lack of time to toggle between screen and program therapies off in a timely manner. It was noted that immediately after therapies were programmed off a red warning screen appeared on the programmer, and it was not possible to bypass the screen. The programmer was then rebooted, and the device was reinterrogated while CPR and external defibrillation was in progress. The device was reinterrogated, but the session ended unconventionally, and the episode was not stored for review. The patient was stabilized and transferred to the intensive care unit for post care. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that during the implant defibrillation threshold (dft) test were carried out and ventricular fibrillation (vf) was induced. A 65j shock was successful in reverting the arrhythmia thus an external shock was delivered. There were four successful shocks followed by a fifth shock which was successful in revering the ventricular tachycardia (vt) back to a sinus rhythm. The patient did not have a pulse thus cardiopulmonary resuscitation (CPR) was carried out. When the unsuccessful 65j attempt occurred the boston scientific representative aborted any further attempts of therapy though the device and the screen where the abort option exsisted began to lag after multiple successful diversions of therapy. Due to the lag the representative disabled therapies at the risk of potential delivery of an internal shock due to the lack of time to toggle between screen and program therapies off in a timely manner. It was noted that immediately after therapies were programmed off a red warning screen appeared on the programmer, and it was not possible to bypass the screen. The programmer was then rebooted, and the device was reinterrogated while CPR and external defibrillation was in progress. The device was reinterrogated, but the session ended unconventionally, and the episode was not stored for review. The patient was stabilized and transferred to the intensive care unit for post care. Additional information noted that there were no allegation of a device malfunction. The boston scientific representative noted that the non-conversion issue was related to the patients high defibrillation thresholds and hypertrophic cardiomyopathy (hcm). The patient was stable and the device remains implanted.

Event description:
It was reported that during the implant defibrillation threshold (dft) test were carried out and ventricular fibrillation (vf) was induced. A 65j shock was successful in reverting the arrhythmia thus an external shock was delivered. There were four successful shocks followed by a fifth shock which was successful in revering the ventricular tachycardia (vt) back to a sinus rhythm. The patient did not have a pulse thus cardiopulmonary resuscitation (CPR) was carried out. When the unsuccessful 65j attempt occurred the boston scientific representative aborted any further attempts of therapy though the device and the screen where the abort option exsisted began to lag after multiple successful diversions of therapy. Due to the lag the representative disabled therapies at the risk of potential delivery of an internal shock due to the lack of time to toggle between screen and program therapies off in a timely manner. It was noted that immediately after therapies were programmed off a red warning screen appeared on the programmer, and it was not possible to bypass the screen. The programmer was then rebooted, and the device was reinterrogated while CPR and external defibrillation was in progress. The device was reinterrogated, but the session ended unconventionally, and the episode was not stored for review. The patient was stabilized and transferred to the intensive care unit for post care. Additional information noted that there were no allegation of a device malfunction. The boston scientific representative noted that the non-conversion issue was related to the patients high defibrillation thresholds and hypertrophic cardiomyopathy (hcm). The patient was stable and the device remains implanted.